Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she tried to bolus but the insulin pump alarmed button error and the alarm could not be cleared. The customer did not recall any significant events leading to the alarm. Blood glucose value was 165 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump was received with a slightly loose drive support disk. The pump had a corroded battery tube, a broken reservoir tube lip, a cracked case at the reservoir tube window corners and minor scratches on the lcd window.